Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and found that the part/board was burnt. The service engineer replaced the direct current (dc) to dc converter, graphical user interface (gui) central processing unit (cpu), breath delivery unit (bdu) power supply, power controller and distribution board. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator could not turn on. The ventilator was not in use on a patient at the time of the reported event.